Event description:
It was reported that triathlon cs insert was implanted (we could not obtain the ope date).the particle like a polyethylene of tibial insert was obtained from fluid of the joint during arthrocentesis on (B)(6) 2014.

Manufacturer narrative:
An event regarding a particle of protein found in the fluid around the knee involving a triathlon insert component was reported. Based on the provided information, a particle was found in the fluid that was withdrawn from the patients knee which was suspected to have been a piece of polyethylene. Testing of the particle determined that it was protein. The insert component reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Event description:
It was reported that triathlon cs insert was implanted (we could not obtain the ope date).the particle like a polyethylene of tibial insert was obtained from fluid of the joint during arthrocentesis on (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.